Event description:
A customer contacted beckman coulter inc. (Bec) stating that the modular chemistry (mc) sample probe was leaking fluid in the unicel dxc 800 synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
The customer stated that a wash collar vacuum/waste valve was removed off of another instrument and installed it on the leaking instrument which resolved the issue. Service was not dispatched for this event. (B)(4).